Manufacturer narrative:
Unable to prime during prime/delivery test due to moisture damage noted in back pressure sensor. Pump passed basic occlusion and displacement test. No motor error alarms noted. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm during bolus. The callerer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 420 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.